Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER); cause of ER visit was not provided. A blood glucose level was not provided. Reportedly, customer "propped legs up to try to relieve edema" and received "lasix to relieve edema" in the ER. Customer was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.